Event description:
It was reported that the 8100 was pre-programmed using guardrails but a different medication bag was attached, so the wrong drug profile was in use while infusing. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339) additional information: imdrf annex a,g,b & manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the 8100 was pre-programmed using guardrails but a different medication bag was attached, so the wrong drug profile was in use while infusing. There was a patient involvement but no harm.